Event description:
This lead was explanted and replaced due to a possible lead fracture.

Manufacturer narrative:
Upon receipt, the lead was found dissected some 27 cm distal to the is-1 connector pin. Both fragments were returned for analysis. It is reasonable to assume that the lead was dissected during surgery. The lead fragments were extensively analyzed. The inspection demonstrated a damaged insulation and a fractured outer coil at some 27 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular - first rib entrapment. The cuttings of the insulation occurred most likely during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.